Event description:
The customer reported that while transporting a pt by helicopter with the iabp in use, the unit stopped pumping on the way into the hosp. The unit was plugged into ac recepticle and the unit continued pumping. The unit was again switched to battery power to transport the pt to another area of the hosp and it operated normally. No pt injury was reported.